Event description:
It was reported that a pt underwent a sling procedure and an anterior pelvic floor repair procedure in 2009. After the procedure, the pt is experiencing constant pressure pain and burning in the vaginal area. The pt has been diagnosed with multiple urinary tract infections and treated with antibiotics for thirty days. The vaginal area is intact.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.